Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. The customer's blood glucose (bg) level was 311 (mg/dl). Tandem technical support instructed the customer to reload the cartridge onto the pump. The customer successfully reloaded a cartridge and resumed insulin delivery. A bolus via the pump was delivered to address bg level.